Event description:
Philips received a complaint on the v60 ventilator indicating that the device had no oxygen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18262.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) provided in a good faith effort (gfe) response received on 10mar2023 that the customer was debugging their internal oxygen supply system to resolve the oxygen issue. The device was reported to have returned to normal on 16jan2023. No part replacement required on the v60 ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.